Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of {heartmate 3/heartmate ii left ventricular assist system}. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event

Event description:
It was communicated that the patient was restarted on another round of doxycycline on (B)(6) 2019. On (B)(6) 2019 the patient was changed from doxycline to cefftin 500mg bid for fourteen days. The following week on (B)(6) 2019 blood cultures were taken and tested; these cultures showed no growth.

Event description:
The site communicated that the patient continues with infection with redness around the driveline site. The patient was prescribed a ten day bid of doxycycline. No additional information was reported.

Manufacturer narrative:
Brand name, UDI #: the heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 1 years 5 months 3 days. The pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with left a ventricular assistance device (lvad) on (B)(6) 2018. It was reported that the patient tripped over her driveline and has pain at the site. Cultures were not obtained but the site had a tan colored drainage. The patient was prescribed doxycycline for ten days and will continued to be monitored. No additional information was reported.